Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. The reported difficulty to remove appears to be related to operational context as it is likely the partially deflated balloon interacted with the implanted stent causing the reported difficulty to remove. The device was ultimately removed without issue using the guide catheter for support. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 50% stenosed de novo lesion in the right renal artery with mild calcification and mild tortuosity. The 6x12mm herculink elite balloon expanding stent (bes) was advanced to the target lesion and the stent was implanted; however, the balloon failed to completely deflate and became caught with the implanted stent during removal. The balloon was able to be freed from the stent using the guide catheter (gc). The stent remained at the target lesion. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.